Event description:
It was reported that during a stent implantation procedure using the protege rx for a, chronic total occlusion (100% stenosis) of the mid common carotid artery, a deployment issue occurred. As the stent approached the lesion site, the stent delivery became stuck and significant resistance was encountered during advancement. The stent was only partially deployed, and upon withdrawal, the tip of the stent was found to be partially opened. Pre-dilation of the lesion was performed with a 4mm carotid artery balloon, and a 5mm spider embolic protection device was used. The procedure was completed by replacing the stent with another of the same model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: during the preparation, the thumbscrew/lock-pin was not operated. Nor was it operated during the process of preparing for implantation. After feeling an abnormal resistance, it was removed. No other operations were needed during the process and it was removed smoothly. Eventually, the stent was removed without being implanted into the patient's body. When it was removed, it could be observed that the head part of the stent was partially open. Product analysis the device was returned with the touhy-borst tightened and a portion of the stent was observed to be exposed, the device was confirmed as 40mm from the strain relief and the enclosed stent, approx 2mm of the stent was exposed from the device, a 20cc water filled syringe was used to flush the device through y connector as well as through guidewire port, the device could not flush through both the ports. An in-house 0.014¿ guidewire was used for guidewire loading check, and it was able to advance through the device. The device was loaded into a deployment fixture, the stent deployed with a maximum peak force of 2.15lbs which is lesser than the recommended deployment force, the deployed stent was measured as 40mm, with no abnormalities observed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.